Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/ ppae: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-three-year-old female was admitted with complaints of chest pain. Due to inadequate femoral access, an impella cp was inserted via the right axillary artery. During support, the attending staff noted indications of possible hemolysis and imaging was recommended to verify appropriate device positioning. No hematuria was observed. The impella cp was subsequently explanted. After four days of mechanical support, the patient passed away. The death was considered most likely related to patient underlying disease process. The patient subsequently expired.